Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced nine infusion sets detachment events on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 48 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record(B)(4) the batch 6010463, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010463 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 8 on 05-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l03524 was manufactured according to the wi version 2 and manufactured in the machine itl03, on 28-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l00422 was manufactured according to the wi version 2 and manufactured in the machine itl03, on 13-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.